Manufacturer narrative:
(B)(4).

Event description:
During a cardiac lead extraction of two (2) leads due to cied system/pocket infection, an svc tear occurred. A spectranetics glidelight laser sheath was used for lead extraction. The tear was repaired and the patient survived the procedure. This report will be made against the glidelight laser sheath.